Event description:
It was reported the device displayed -internal battery won't hold charge- alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal. The customer stated problem was not duplicated. Internal battery held charge. The "battery depleted" alarm is referring to customer's aa or rechargeable batteries. When the internal battery fails, the device will alarm "pump settings and patient data lost". There were no evidence of this in the event history log. The cause of the reported problem was traced to the user. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.